Manufacturer narrative:
Based on the claim against the product by the customer noting repeated non-recoverable error 26002, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint. The fse reseated the connector, which temporarily resolved the issue; however, when the fse placed pressure on the psc boom rear cover, the error fault reoccurred. The fse replaced the axes controller platform dual (acpd) and the system cable to resolve the issue. The system was tested and verified as ready for use. The system cable is a field scrap item and will not be returned to isi for further investigation. Although the complaint was not confirmed by failure analysis since the replaced acpd was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The complaint was confirmed based on the field evaluation. The probable root cause of the reported failure is attributed to mishandling/misuse. A review of the submitted video was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the video clip is consistent with a loose connector at the psc. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to repeated non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, post-anesthesia and post-surgical port placement, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that multiple non-recoverable error 26002 occurred after the patient side cart (psc) boom collided with the operating room (or) equipment (light). The customer power cycled the system, but the issue persisted. The tse confirmed repeated non-recoverable error 26002 in the logs. Tse had the customer perform hard power cycle on the psc with emergency power off (epo) button, but the issue was not resolved. The surgeon elected to convert the procedure to laparoscopic surgery. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the system was not inspected prior to use. No abnormality was found during system setup. It was confirmed that patient tolerated the procedure conversion to laparoscopic surgery. The conversion did not result in increasing port size incision or adding additional ports. There were no post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the axes controller platform dual (acpd) to perform the analysis. The axes controller platform dual was analyzed and reported failure was confirmed. The unit was installed into the test system and failed with error 26002. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.